Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in the (B)(4)): "although the infuser has ben prepared for continuous infusion of fluorouracil and 0.9% naci for 22 hrs, the pt reported that the infuser had emptied in about 3 hrs and not in 22 hrs. This situation was verified with more 4 infusers, on which patients have reported that infusion lasted 10 to 12 hrs and not 22 hrs." Two different batches are complaining: 14f04fe231 and 14f24ge231.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4), for investigation. A f/u report will be provided after the inspection results become available. (B)(4).